Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was being implanted with a neurostimulator (ins). It was reported that there was no set screw in the ins to torque. The torque wrench advanced through the port, no set screw. A new ins was used, and the issue was noted to be resolved. There were no patient complications reported as a result of this event.